Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusions set leakage at site event on 20-may-2024.. Patient previously replaced non-serialized product. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-01353 - device 1 of 2. (B)(6).